Manufacturer narrative:
An additional aortic tag thoracic endoprosthesis (ctag) item number tgu373720 also involved with this complaint. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2014, a patient underwent urgent endovascular treatment of a symptomatic acute dissection in zone 3 and extending to zone 5. The tevar indication was pain, the primary entry tear was located in zone 3 and covered. Two conformable gore® tag® thoracic endoprostheses (tgu454515, tgu3737320) were implanted within zone 3 and 4 and extended distally within zone 5. At the time of the initial procedure zone 5 was identified as the zone of maximum diameter and was reported to measure 42mm. The patient tolerated the procedure and on an unknown date, approximately pod 6, the patient was discharged to home. The patient underwent follow up visits on unknown post operative day(s) pod(s): 47,440, 670 and 1027. On an unknown date, approximately pod 47, aortic enlargement within the treated area in zone 5 was reported and was reported to measure 49mm with a distal type I endoleak. On an unknown date, approximately pod 440, the maximum aortic diameter within the treated area in zone 5 was reported to measure 35mm with no endoleak identified. No additional treatment was reported for the patient. On an unknown date, approximately pod(s) 670 and 1027, the maximum aortic diameter within the treated area in zones 5 was reported to measure 45mm with no endoleak identified.